Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences; device was deactivated after second prime. No damages or defects were observed that would result in a needle deploying early. Although no problems were found, it could not be determined when the device deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a patient that the needle mechanism deployed prematurely before the pod was applied.